Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection optic and haptic deformed to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -12.5/2.5/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to lens rotation not associated with a low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).